Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillators (crt-d) device exhibited loss of capture and high thresholds on this left ventricular (lv) lead. Technical services recommended programming options. This lv lead remains in service. No adverse patient effects were reported.